Manufacturer narrative:
On 09/12/2019, mentor became aware that the correct date of event was 08/05/2016. Mentor also became aware that the patient had undergone bilateral removal and replacement on 08/23/2019, with the following devices: (right) 450cc mentor memorygel breast implant catalog: 3504504bc lot: 7348919 sn: (B)(4). And (left) 450cc mentor memorygel breast implant catalog: 3504504bc lot: 7450942 sn: (B)(4). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and or reoperation: capsular contracture manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast augmentation revision with two 400cc mentor memorygel breast implants, suffered bilateral capsular contracture; baker grade iii on the right side and baker grade ii on the left side, post-operatively. The patient also reported that their doctor suspected rupture of the right side implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.